Event description:
It was reported that, "during the bha, the surgeon could not remove the cea secur-fit broach pf11 from the medullary space. Because, it strongly fit into the medullary space. When the surgeon was trying to remove the broach, the patient's spontaneous breathing stopped. Therefore, he give up to remove it and closed the wound as is. The surgeons transferred her to the ICU with a cardiac massage. However, the patient died in the evening. The surgeon determined that the cause of death was a lung embolism."

Manufacturer narrative:
If additional information becomes available, then it will be submitted in a supplemental report.